Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On 29-aug-2024, abbott point of care was contacted by a customer regarding act celite cartridges that yielded discrepant results on a 53 year old female patient. There was no additional patient information available at the time of this report. Return product is available for investigation. Date, test, result, heparin, time, method: (B)(6) 2024, na, na, 3000 units, 10:19, intravenous injection; (B)(6) 2024, na, na, 1000 units/ml, 12:28, irrigation 1500 ml; (B)(6) 2024, na, na, 7000 units, 13:05, intravenous injection; (B)(6) 2024, 11:03, 274; (B)(6) 2024, 12:49, >700. All results collected and tested immediately at this time there is no reason to suspect a malfunction exists. No reports of delay or impact to patient management. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. An investigation is underway. Per I-stat system manual (art: 714185-00q), the intended use of the I-stat celite activated clotting time (celite act) test is an in vitro diagnostic test that uses fresh, whole blood, and is useful for monitoring patients receiving heparin for treatment of pulmonary embolism or venous thrombosis, and for monitoring anticoagulation therapy in patients undergoing medical procedures such as catheterization, cardiac surgery, surgery, organ transplant, and dialysis.

Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 13-nov-2024. A review of the device history record (DHR) confirmed the cartridge lot passed release specifications. Retained cartridge testing met the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure). Although returned cartridge testing did not meet the acceptance criteria in appendix 1 of q04.01.003 rev. An (product complaint level 2 and level 3 investigation procedure) for rate of results outside allowable error (ea), the determination of a deficiency cannot be made solely on return sample testing results. Evaluation of all additional available information from act celite cartridge lot r24188 did not identify a deficiency.